Manufacturer narrative:
(B)(4) - supplemental MDR - luer cracked / damaged / deformed. One sample and eight photos of a 1 ml luer lok syringe, part number 309628, from batch 4114164 were received and evaluated. The sample was received loose and exhibited damage to the barrel tip, including a bent tip. Photo review showed one package, including the unsealed condition and product labeling, along with multiple images of loose syringes confirming the reported barrel tip damage. While dried residues and stress marks were noted in the photos, these could not be consistently confirmed except where associated with the tip damage. The observed conditions are non conforming per product specifications. The potential root cause of the barrel tip damage and bent tip is associated with the assembly process. A device history record review was completed for material number 309628, lot 4114164. All in process and final visual inspections were performed as required, and no quality notifications related to the reported condition were identified. The lot met acceptance criteria per the inspection control plan, was approved for shipment, and is in compliance with applicable product specifications. Complaints received for this device and reported condition will continue to be tracked and trended. This information will be captured in trend reports and monitored monthly. Our business team regularly reviews the collected data to identify any emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
Investigation results: since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination. We will continue monitoring the complaint trend for the product and symptom. Batch 4114164 is considered in compliance with our product specification requirements. The complaint was not confirmed, and no CAPA evaluation was required. This complaint type will continue to be trended within the post-market surveillance process, and any determined escalation will be managed there.

Event description:
No additional information.

Event description:
It was reported that bd syringe 1ml ll luer was cracked / damaged / deformed. The luer-loc connector on the syringe is bent. But the patient still used the product with difficulty. Patient missed the dose. No drug administration.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.